Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime or fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during prime. The customer blood glucose level was unknown. It was also reported that they received unexplained no delivery alarms. The insulin pump will not be returned for analysis.